Manufacturer narrative:
The reported observation of ¿high impedance¿ was not confirmed when referencing the returned terminal end lead segment. The root cause of the reported observation was not ascertained. Insufficient information provided. The related lead segment was incomplete. Electrical testing of the lead segment found it to be electrically intact with no electrical opens.

Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2023-04648. It was reported the patient underwent surgical intervention on an unknown date wherein the entire system was explanted for an unknown reason.